Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the MRI and got zapped. The patient noted that the zap only happened 1 time, then the MRI facility rescheduled the patient's MRI. Also, the patient stated that the stimulation was not turned on. During the report, the patient was walked through turning the implantable neurostimulator (ins) on/off. The patient was able to connect to the ins and turn the ins off. The patient attempted to turn the ins back on and saw poor communication. The patient didn't move the programmer antenna and the antenna is still plugged in all the way on the side of the programmer. According to the patient, seeing poor communication is "odd". Afterward, the connection was possible and the patient 2.0. The patient was able to turn ins off/on a few times and noticed the lightning bolt disappear and reappear. There were no further complications or anticipations reported with this event.